Manufacturer narrative:
Occupation: initial reporter is a synthes sales consultant. Part 319.006, lot a4hh937: release to warehouse date: april 28, 1998. Manufactured by synthes (B)(4). No non-conformance reports (ncr's) were generated during production. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: visual inspection of the returned depth gauge performed at customer quality (cq) confirmed the condition of needle breakage, which agrees with the reported complaint condition. The needle has broken off at its interface with slider body. The broken off needle portion was returned. No other damage was observed. The relevant design drawings were reviewed during this investigation. The depth gauge for 2.0mm and 2.4mm screws (319.006) is a reusable instrument available in at least 14 systems used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. No product design issues or discrepancies were observed during this investigation. The diameter of the broken needle measured within specification. The design specified the needle component to be manufactured from 316l extra hard stainless steel. The device history record (DHR) was reviewed and the raw material was confirmed to be correct per the specification with no relevant non-conformance noted. A definitive root cause for the needle breaking could not be determined based on the provided information. The most likely cause is rough handing. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that there was an unknown allegation against the depth gauge. It is unknown if there were patient and procedure involvement. When the returned device was being investigated by the manufacturer, it was noted the needle was broken. This report is for a depth gauge. This is report 1 of 1 for (B)(4).